Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. There were no findings made available for this issue since the device was scrapped. Additional findings not related to the malfunction/issue were an issue with the enclosure case and connector. There were no repairs performed on the device, and it was scrapped.